Event description:
Information was received that device will not heat above 22 degrees. No adverse effects reported.

Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found wear and tear damaged enclosure, tank cover, front cover, line cord, and pole clamp, and outdated pcb and power switch. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems or issues were identified during this DHR review. Device tank was filled with water and powered on. The device would only heat up to 22 degrees, confirming the customer's complaint. A test pcb was installed and device heated well above 22- original pcb was not working properly. The problem source has been determined to be unknown.